Manufacturer narrative:
The axiom luminos drf system is equipped with the red emergency stop buttons. Pressing these buttons will cause the system drives to shut down and movements will be stopped immediately. Movement can only be continued when stop is canceled. Movement can only be continued when stop is canceled. It was reported that in this case no emergency stop buttons were activated by the hospital personnel. The reported issue is under investigation and a supplemental report will be submitted once additional info has been received. (B)(6).

Event description:
It was reported that during an exam the table on the axiom luminos drf system continued to tilt and move with the pt on the table without the joystick being activated. The movement stopped when the tilt reached 90 degrees. There have been no injuries attributed to this issue. The reported event occurred in the (B)(6).